Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia. The customer blood glucose value was 275 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump and manual injection for high blood glucose. The customer stated that the insulin pump had damage the reservoir compartment o ring broke off and customer had to glue it back on. Customer stated that the reservoir was able to lock in place when inserted into insulin pump. The device will be returned for analysis.